Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a wire broke on the mega needle driver instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer indicated that there were no issues with opening/closing the instrument grips, no issues related to left/right motion of the grips, and no issues related to up/down motion of the wrist. No material was observed falling into the patient's body during the procedure.